Event description:
Determined to be reportable based on analysis completed 04 september 2006. It was reported that prior to a pci procedure, damage to the distal tip of the wire was noted following removal from the package. The wire had no contact with the pt.

Manufacturer narrative:
Returned product analysis revealed that the spring tip of the wire is wavy and kinked, the core wire is fractured, and the solder is damaged. The hoop contains a considerable amount of liquid (suspected saline solution). The distal end was sent to the sem lab for solder evaluation and for fractured core wire. Both the distal and proximal fracture sites were submitted. The solder joint was also to be evaluated in the "as received" condition. Both fracture surfaces exhibited evidence of a tensile overload with a shear plane and a bending moment. No material anomalies were noted. Eds analysis of the overall solder joint and adjacent wire surface yielded heavy concentrations of sodium (na) and chloride (cl). Degradation of the solder joint was particularly heavy at the proximal end. No corrosion of the core wire was noted. The core wire fractured due to a tensile overload with a shear plane and bending moment. No material anomalies were observed. The solder joint exhibited a high concentration of sodium chloride (salt) which is a corrosive product. This material most likely came from a normal saline flush that was allowed to remain on the product resulting in degradation of the solder. The customer stated: "when the package was opened, the damage was noted at the distal tip." However, evidence of the unit being flushed with saline solution and pulled by the distal end from hoop was found. The directions for use indicates: "when the wire is removed from the hoop by distal end use, care not to stretch or damage the spring tip: "grasp the exposed distal guide wire near the end of the coil tube and gently pull it out of the package". The tension force applied to the spring tip caused the fracture of the core wire. A device history review was performed, and the lot showed no anomalies related to the complaint. The lot met all specifications relevant to the complaint upon lot release.